Event description:
It was reported that the user experienced multiple insulin cartridges leaking inside the ilet during tubing fill and that they had been installing the cartridge onto the connector before inserting it into the pump; the user was educated on proper attachment technique and will retry. Symptoms included none, and the user reported no blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included user interview and device-use technique review. Investigation of this case revealed user technique as a likely contributor to leakage within the cartridge-to-connector interface, with no reported pump alerts or alarms and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cartridge installation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.